Event description:
The pt underwent an MRI scan with the hitachi airis device in 2002. The imaging center reported to hitachi medical systems america, inc. On 10/2002 the pt complained of ringing in the ears. The airis has low power gradients that are not capable of producing noise levels above 99 dba. Therefore, based upon FDA guidance and iec 60601-2-33 standards, no hearing protection is required at these levels.